Manufacturer narrative:
The investigation was based on the reported event and the logbook analysis of the affected evita 4, manufactured in sept. 2005. On site, the device was examined by a dräger service technician according to the manufacturer's specifications. The reported event was confirmed based on the logbook analysis and on-site investigation results. The cause of the failure was a show a malfunction of the analog-to-digital conversion on the pcb pneumatic controller. Based on the logbook, it was documented that at the reported time, the unit rebooted multiple times until it was turned off by the user at 21:34. The device behaved as specified and responded with an appropriate alarm to the detected deviation. In such a case, it is recommended to replace the circuit board and then work through the test card. The device has been repaired and was handed over to the customer after successful testing. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that the affected evita 4 generated a warm start during ventilation. The unit went off and the screen went black. From the user message: enclosed I would like to describe that there was a failure of the dräger ventilator during operation. This morning at 07.10 an emergency patient was brought to the s15 non-invasive but controlled ventilation by the ambulance service. At approximately 07.15, the patient was connected to the evita. At approximately 07.20, the ventilator screen went black. The patient's ventilation was interrupted. The nurse in charge responded immediately and started emergency ventilation via ambu bag. Until the ventilator was replaced (about 07:30), the patient was reconnected to the ambulance transport ventilator. The fault with the ventilator was not apparent at that moment. Contact was made with our medical technology department. The device alerted as specified. No patient health consequences were reported.